Manufacturer narrative:
Device received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir lip ring was broke off. The customer¿s blood glucose level was 5.3 mmol/l at the time of the incident. Customer stated reservoir was able to lock in place when inserted into insulin pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.